Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that 4 heli-fx endoanchors were implanted in the 79.2mm diameter aneurysm due to neck dilatation approximately 5 years later. An endurant ii limb extension was also implanted during the same procedure. Approximately 16 months post implantation of the endoanchors, it was noted that a type ia endoleak was observed. As per the investigator, the event was possibly related to the endograft. Approximately 17 months post implantation of the endoanchors, intervention to treat the type ia endoleak and aneurysm expansion was carried out, during the procedure ballooning was performed but the procedure was not completed successfully and the event was not resolved. A further re-intervention was carried out approximately 1 week later. During this procedure, an aortic cuff was implanted along with additional endoanchors and a non mdt stent. The procedure was successful and the event was resolved, no additional clinical sequelae were reported and the patient is fine.